Manufacturer narrative:
The implant was removed and the site was grafted. The pt had moderate density bone and the implants were not immediately loaded. The clinician did not provide the following info: amount of torque used on abutment and implant; whether primary stability was achieved. Infection, pain, and swelling can sometimes occur during the healing period. Pt is normally treated with antibiotics and the implant site is allowed to heal. But, in this case, the clinician had removed the implant and then grafted the extraction site. Since the clinician had to remove the implant, there is a potential that the pt will require additional surgical intervention (at a later date) to place a new implant. The records management database indicates that the implants met the specifications and were approved for product release. Any issues were successfully resolved prior to the release of the implants. No further action is required.

Event description:
Lodi implant was removed due to pain, swelling, and infection.